Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: dry and bloody deposits. Permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 8.78 cmh2o. This is within the specified tolerance of 10 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 25 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 20.77 cmh2o. This is not within the specified tolerance of 25 cmh2o +4/-2 cmh2o. Additional testing did not significantly change the result. According to our results, the shuntassistant showed an accelerated outflow in the vertical position. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, no deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we can identify an accelerated outflow in the shuntassistant. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. Difficulties in the adjustment could not be confirm during the investigation. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx414t) was implanted during a procedure performed in 2019. According to the complainant, the shunt system was believed to be operating in underdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: unknown, weight: unknown, gender: male.